Event description:
Shoulder revision surgery due to wear of the l1 liner code 1377.50.010, lot 0401287. The revision surgery took place on the (B)(6) 2019. Previous surgery was performed on the (B)(6) 2005. According to the information received, the superior-anterior edge of the liner was very worn causing the metal back edge to be in contact with humeral head. Metallosis was present. During revision surgery, the humeral head, the adaptor and the glenoid liner were removed and replaced. Patient data: male, 88 years old, not high demand activity. Event happened in australia.

Manufacturer narrative:
By checking the dhrs of the lot# involved (0401287) no pre- existing anomaly was found on the 77 liners placed on the market with the same lot#. Moreover, this is first and only complaint received on this lot#. The explanted components were not available to be returned to limacorporate for a deeper investigation. X-rays dated (B)(6) 2019 were received and analyzed by our medical consultant, who commented: "the prosthesis has survived nearly 15 years which I think is a "good outcome" for any shoulder arthroplasty. The only minor comment I can make about the positioning of the implants and the size is there would appear to be some retro-version of the glenoid, otherwise all looks well. Other than that given there is a 4 times greater failure rate of metal back prostheses compared with all poly glenoids [in litterarure] this is a very good outcome. I cannot find any significant fault with surgical technique." In conclusions: the explanted liner was not available for a deeper investigation, however, based on the check of the dhrs, we can confirm that it had been manufactured in compliance to the specifications (no deviation detected); no significant fault with the surgical technique was highlighted by the analysis of the x-rays; the prosthesis survived over 14 years, which, as suggested by our medical consultant, is a good outcome. Based on the analysis of the available information, at this stage, this event cannot be classified as product related. Pms data: according to our pms data, revision rate of l1 liners (codes 1377.50.005-1377.50.010-1377.50.020-1377.50.030) due to wear is 0.10% no action for this specific case. Limacorporate will keep the market monitored.

Manufacturer narrative:
By checking the dhrs of the lot# involved (0401287) no pre- existing anomaly was found on the 77 liners placed on the market with the same lot#. We will submit a final MDR as soon as the investigation will be completed.

Event description:
Shoulder revision surgery due to wear of the liner code 1377.50.010 lot 0401287. The revision surgery took place on (B)(6) 2019. Previous surgery was performed on (B)(6) 2005 according to the info received, the superior-anterior edge of the liner was very worn causing metal back edge to be in contact with humeral head. Metallosis was present. During revision surgery, the humeral head, the adaptor and the glenoid liner were removed and replaced. Event happened in (B)(6).